Event description:
It was reported that pump battery showed problem where charge dropped quickly and pump shut down once battery level went below about 50%, suggesting battery degradation after warranty expiration. There was no reported impact to the customer¿s blood glucose level. Customer was out of warranty and in process of device renewal, declined further follow-up from clinical technical support, and no additional troubleshooting or corrective actions were documented.